Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing some irritation at the pocket site. The patient underwent a revision procedure wherein the pocket was made a little deeper. The patient was doing well postoperatively.